Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. The suture snapped immediately and broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures snapped / broke? When did the suture break? (E.g. During removal, during suturing, during knotting, post -op?) Was there any patient consequences? How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Cg labs received under (B)(4): mismatch information: expected (2) 9003g; lot# uamljz but received (12) v960g; lot# uamljr. Product received on apr/8/2025 under awb# 287162996098; from united kingdom. Please confirm if the v960g; lot# uamljr belongs to this complaint. 1. Could you please clarify if the returned device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex. A device has been received, however clarification is requested whether the product belongs to this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any adverse consequence associated with the patient? No adverse events however each episode happened whilst patient on operating table. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Multiple episodes, during handling and use on the patient during one of the 3 episodes. How many devices demonstrated the alleged deficiency? X 4 sutures. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? 4. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). All were from same box same lot number. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? No, requested not to send until given the go ahead from j&j. (If yes, please confirm the date shipped and the courier tracking number). If the hospital has not or will not release the product until a future date, please confirm this and what the future date is. If the product is no longer available, please advise. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following additional information was received related to the extra devices: (B)(4). All the same item and lot so please allocate.